Event description:
Patient in surgery for aorto-bifemoral bypass graft.surgeon beginning to close abdominal cavity when patient went into cardiac arrest. A solcotrans plus unit was in use to collect pooled blood from patient for re-infusion. A first unit of blood had been infused, from the solcotrans plus through a baxter pharmaseal blood/fluid warmer to the patient. A second unit of 450 ml was infusing with about 300 ml infused. Anesthetist noticed remaining 150 ml not running by gravity and shook gently, blood did not flow. Blood started to flow, however after a halkey roberts pressure bulb was attached to the solcotran plus unit and pummping began. On examination of the blood/fluid warmer, spots of what appeared to be dried blood, smaller that the size of a dime, were observed on the barrel of the warmer and on both sides of the exit port of the warmer. Further testing is pendingdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. Date last serviced: 01-feb-91. Service provided by: invalid data. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, none or unknown. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.